Event description:
It was reported that the whisper ms guide wire was advanced in the left anterior descending artery (lad), but it was unable to cross the heavily calcified lesion. A non-abbott balloon was placed over the guide wire for support and then both the guide wire and balloon were removed from the pt to make an adjustment to the tip of the guide wire. The operator reported that there was polymer from the whisper wire on the gloves; therefore, the guide wire was no longer used. A new whisper ms guide wire was placed in the lad and an xience v 3.0 x 15 mm stent was deployed. A picture was taken and the decision was made to place a stent distal to the 3.0 x 15 mm stent. An xience v 2.5 x 15 mm stent was advanced, but became stuck in the heavily calcified vessel. The delivery sys was pulled back; however, when the balloon came out there was no stent on it. An attempt was made to retrieve the stent with a snare device, but was unsuccessful. The stent remains in the pt. Reportedly, the physician also tried to deploy an xience v 3.0 x 8 mm stent, but it would not cross. There were no adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: failure to advance can be influenced by numerous factors including but not limited to product size selection, pt anatomical morphology, pt disease state, product placement technique, pre-dilatation technique, or interaction with the accessory device, anatomy or lesion. Further, stent dislodgement may be attributed but not limited to improper handling or inadequate crimping at the time of mfg, handling or technique during sheath removal or preparation for use, or interaction with accessory devices, anatomy or lesion. In mfg, all stent delivery systems are 100% visually inspected for shaft kinks stent damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify crimped stent profile and stent dislodgement force. There was no reported stent damage or issue during removal of the protective sheath or inspection prior to use. Analysis of the returned product noted crimp marks on the tightly-folded balloon between the markers, suggesting that the stent was crimped properly and securely on the balloon during mfg. The soft tip length measurement met mfg criteria; however, the distal edge was jagged. As there was no reported tip damage during inspection prior to use, the jagged soft tip likely occurred during or after use. Based on the reported info that multiple devices were not able to cross the heavily tortuous and calcified lesion and that the user attempted to stent distal to a recently deployed stent, the reported failure to advance and noted distal tip damage are likely attributed to interaction with the heavily tortuous, calcified lesion and/or recently deployed stent. This interaction also may have damaged or loosened the stent implant contributing to the reported dislodged stent, which could not be retrieved by snare and remains in pt anatomy. It should be noted that the xience v instructions for use (IFU) states: "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent". The reported complaint and noted damage appears to be related to the user technique and operational context, and there does not appear to be any indication of a lot-specific product quality deficiency. A review of the finished product lot history record for this lot did not reveal any nonconforming material records that could have contributed to this report. All stent delivery systems are 100% visually inspected for shaft kinks, stent damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify crimped stent profile and stent dislodgement force.